Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device is outside useful life.

Event description:
While using a g136 scaler, the inserts were getting hot; no injury resulted.